Event description:
This is a spontaneous report by a nurse from (B)(6) of not feeling well, hot and cold flushes, itchy hair and skin, and chemical peritonitis. On an unreported date, the patient began peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed chemical peritonitis manifested by not feeling well, cloudy effluent, mild rebound tenderness, hot and cold flushes, and itchy hair and skin. The patient's temperature was 38 degrees celsius, blood pressure was 139/87 mmhg, and pulse was 100 bpm. There was no gram stain, and no organism was isolated. Treatment rendered for the event was not reported. It was not reported whether pd therapy was ongoing. On (B)(6) 2010, the patient recovered from the events. The patient's concomitant medications included lithium.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.